Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of the insertion tube rotating below the grip. The insertion tube inner ring found to be loose, which appears to have caused the user's experience. The cause of the user's experience cannot be conclusively determined at this time. The device has been serviced, passed standard tests and procedures, and been returned to the user facility. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp), the physician had observed that the image was backwards due to the insertion tube having rotated. The endoscope was withdrawn, and the procedure was completed with a different, but similar device. There was no patient injury reported.